Event description:
The facility rep reported a fail code 814:04 during biomed testing. Although baxter attempted to obtain info, details were not available regarding add'l contact info. The hosp rep stated that there were no reports of pt injury or med intervention. No add'l info is available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional info becomes available.